Manufacturer narrative:
H6: previous code d16 is no longer valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during procedure hypoglossal nerve stim failed to register a positive response up to 1.0ma on vital 100mv threshold. Repeated same settings on nim 3.0 and received a positive response on lower 0.6ma. Also had an out of measurement range error on the nim vital during monopolar cautery use. Used medtronic electrodes, innomed bipolar stimulator probe. The issue occurred after software upgrade 1.6.4 a week ago. The patient had sleep apnea, plaxovif, codeine, nsaids, sulfa medical history. The procedure was completed with backup product(s). There was no patient impact.

Manufacturer narrative:
Product has been returned for evaluation and there was no fault found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.